Event description:
It was reported that during testing conducted at the user facility paint chips were missing from the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.